Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the connector assembly and completed the pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manger (stm) that the direct invasive blood pressure input connector on the cs300 intra-aortic balloon pump (iabp) was physically damaged. There was no patient involvement and no adverse event was reported.